Event description:
It was reported that the left ventricular lead exhibited loss of capture and a decrease in impedance from high 700 ohms to 430 ohms. The physician programmed the lead off.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.